Manufacturer narrative:
This report is being supplemented to provide additional customer-provided information and legal manufacturer's investigation. B5, d8, d9, h2, h3, and h4 have been updated. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection of the reported event. It was found that the image disappeared during angulation in the upward/downward directions due to a damaged charged coupled device unit. Based on the results of the investigation, the image was found intermittently when angulated most likely due to damage to the charged coupled device unit and the insertion section. This is likely is a result of damage to the internal charged coupled device unit as a result of stress on the insertion section. However, the root cause of the reported event could not be confirmed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. Precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer added that the reported event occurred before a diagnostic bronchoscopy procedure. The procedure was completed with no delay, using a similar device.

Event description:
The customer reported to olympus that the bronchovideoscope was found image intermittent sometime during angulated. The issue occurred during preparation for use. There was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) had an onsite visit with the customer and evaluated the device and confirmed the reported issue. The device was returned by the fse for further evaluation. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.